Event description:
An ophthalmologist called to report that when nf was pouring cidex activated dialdehyde solution, it splashed in their left eye. Pt flushed their eyes for 10-15 minutes. The dr measured the ph of their eye which was 7.5. He diagnosed pt as having chemical conjunctivitis and prescribed naxitrol eye drops for pt to use for 3-5 days. Pt was not wearing eye protection when they poured the solution.